Manufacturer narrative:
(B)(4). This is an initial/final report. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a prior left hip arthroplasty, the patient was subsequently evaluated for possible implantation of a product for an unspecified reason. There was patient involvement; however, the specific impact to the patient and any associated clinical consequences are unknown. Attempts have been made and no further information has been provided.